Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the keypad was not working. The customer¿s blood glucose level was 78 mg/dl. Customer stated that the scroll bar was moving with the no input. Customer stated that the numbers were not ramping their own. The customer was advised to discontinue the use of insulin pump and revert to backup plan as per health care professional's instructions. The device will be returned for analysis.

Manufacturer narrative:
After battery installation, the down keypad button was not working. After swapping the boards into another case, the problem resolved itself and seems to be isolated to the keypad and flex cable. Unable to perform displacement, and self tests due to the keypad anomaly.